Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Driver tip broke during use and remained in the screw that was implanted.

Manufacturer narrative:
The complaint description states that a screwdriver tip snapped off during insertion of locked head screw. Second tip snapped off during attempted insertion of second locked head screw. Screwdriver tip remained wedged in first screw that was implanted into patient. Surgeon attempted to remove, but was unable. Second tip breakage caused entire head of second screw to break. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.